Event description:
Caller alleged imprecision with inratio meter. Results as follows: date: (B)(6) 2012, inratio: 3.5 (strip lot #273394), 3.0 (strip lot #281261). Time between testing: 45 minutes. Pt's therapeutic range: 2.0-3.0 inr. Pt has been testing on the inratio meter for about 5 years. She states that the doctor has trusted her to dose herself. Pt is usually very stable and within her range. However, she noticed that her results have been trending higher since (B)(6) 2012. Pt has decreased her warfarin dose. However, she is still obtaining higher results. She noticed that she was bruising easily while she was gardening. Pt tested with expired (#273394) and non-expired (#281261) strips.

Manufacturer narrative:
Inratio precision data provided by end-user: 1st inr: 3.5, 2nd inr: 3.0, mean: 3.25, sd: 0.35, %cv: 10.88. Analysis of customer's data revealed that repeated inratio test result comparison did meet precision criteria. Customer's results are not considered discrepant within the context of the documented variability for inr testing. No product is expected to be returned. Per complaint issue, pt used expired strips, which may have contributed to inaccurate inr results. No further investigation is required. As reviewed on (B)(4) 2012, 64 discrepant result complaints were reported for lot #243394, yielding a complaint rate of 0.1067%. Action threshold (>0.07%) was reached. Strip lot in complaint has strip code (B)(4) with brick lot #246550, which was assigned and packaged into 3 strip lots (243394, 253028 and 253024). Therefore, 137 total discrepant complaints have been reported for these 3 lots, yielding a total complaint rate of 0.041%. Due to this low occurrence rate, below the total complaint action threshold of 0.10%, no action is required at this time. As reviewed on (B)(4) 2012, 8 discrepant result complaints were reported for lot #281261, yielding a complaint rate of 0.021%. Due to this low occurrence rate, below the action threshold of >0.07%, no action is required at this time. Complaint issue will be subject to tracking an trending. No corrective action required at this time as no product deficiency was established.